Manufacturer narrative:
H10. Additional manufacturer narrative: based on the additional information received, this event is no longer considered reportable. Updated sections b5, b7, d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for two years, two months underwent redo aortic valve replacement due to prosthetic valve endocarditis, vegetations, and aortic stenosis. A 27mm valve was implanted in replacement. Echo showed excellent cardiac function of the replacement valve. The patient tolerated the procedure well with no immediate complications. The patient was discharged home on pod #5.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for two years, two months underwent redo aortic valve replacement due to unknown reasons. A 27mm valve was implanted in replacement.